Event description:
It was reported that during a hand assisted nephrectomy procedure, the device poked the surgeon's wrist and burnt the surgeon. There is a white dot on his wrist. The device was discarded.

Manufacturer narrative:
Date sent: 12/16/2008. Info not available; device not returned for analysis.